Event description:
The hearing aid (h/a) user came to the h/a dispenser's office and said that the waxguard from his h/a was missing. The h/a specialist removed the wax guard from the user's ear. There was no injury - no redness, swelling, or drainage.